Manufacturer narrative:
The reported experience of pumps from certain units paused could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Case (B)(4) - pumps from certain units paused. It was reported that pumps alarmed and paused during a recent epic "downtime".